Manufacturer narrative:
Investigation: the following allegations have been investigated: thrombosis, anxiety, worry, fear, limited mobility, depression, ptsd. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, worry, fear, limited mobility, depression, and post traumatic stress disorder (ptsd) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis (dvt) possibly while on heparin and a history of basilar artery thrombosis status post thrombectomy. The patient alleges one strut perforates the aorta, a second strut perforates the longitudinal ligament, anxiety, worry, fear, limited mobility, depression, post traumatic stress disorder (ptsd), and post-implant thrombosis. On (B)(6) 2018, per a report from computed tomography; ¿there is an inferior vena cava filter demonstrated. The cephalad apex is at the level of the lowest left renal vein which happens to be retroaortic in course. There is no significant filter tilt. No evidence of a significantly fractured or bent strut. There is evidence for filter strut perforation. There is an anterior filter strut which extends into the anterior adipose tissues by approximately 7mm. There is a left lateral filter strut which extends approximately 3 to 4 mm beyond the confines of the ivc into the wall of the aorta. Extension into the aortic lumen may not be entirely excluded. There is a posterior filter strut which extends approximately 1 to 2 mm into the anterior longitudinal ligament. Finally, there is a right lateral filter strut which extends approximately 1 to 2 mm beyond the confines of the ivc into the right lateral adipose tissues. There is no evidence of inferior vena cava stenosis.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: organ/vena cava (vc) perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013. One strut is has perforated the patient's aorta, and a second strut has perforated the longitudinal ligament. Hospital and medical records have been requested, but not yet provided.